Event description:
A customer contacted beckman coulter regarding erroneaously elevated troponin (accu tnl) results from 2 different pts that were generated by the access instrument. The elevated accu tnl results were: 5.03ng/ml from pt a, and 6.72ng/ml from pt b. The accu tnl results for pt a and pt b were reported out of the lab. The customer re-tested the pt original samples for accu tnl. The repeated accu tnl results were: 0.13ng/ml from pt a and 0.00ng/dl from pt b. Corrected reports have been issued for pt a and pt b. No add'l event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): qc prior to the event was within specs. System check performed on 10/7/2005 was within spec. The pt samples were collected in bd plastic serum separator tubes. The specimens were centrifuged at 3,000 rpm for five (5) mins in a refrigerated centrifuge. A field service engineer (fse) was dispatched to the customer lab. The fse performed a diagnostic test which recovered within specifications. The fse verified that the instrument was performing per established procedures. Pt sample was retested and treatment was not affected in this event. On a recur event, add'l testing may not have been done and treatment decisions could be affected. A clear root cause has not been determined in this eevnt. A malfunction will be assumed for the purpose of this report.